Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that a chest x-ray revealed that the left ventricular lead had dislodgement. The lead was successfully repositioned. The patient was asymptomatic.